Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed chronically high shock impedance measurements approaching 130 ohms. Boston scientific technical services discussed that the lead is a single coil lead and that higher measurements are considered within expectations. The device was reprogrammed to not initiate an alert until a shock impedance measurement of 150 ohms was recorded. There were no adverse patient effects reported. The system remains in service.